Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: four tips broke. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an emergency c-section on (B)(6) 2025 and suture was used. During use, sutures needle tip broke off while trying to close a bleeding uterus. There were no patient consequences reported. Additional information has been requested.